Manufacturer narrative:
Insulin pump was received with blank display due to moisture damage on the electronic assembly. Unable to verify pump error 68, 49, 23 and 4 due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had multiple power error alarm on insulin pump. The customer¿s mother stated that pump was beeping and after replacing the battery pump had motor arm cannot communicate, post-reset ram crc alarm, history pointers failed and trace pointers are invalid. The customer¿s blood glucose level was 13 mmol/l. The insulin pump will be returned for analysis.